Manufacturer narrative:
H2 corrections: a3a - patients sex corrected to male. H6 - health effect - impact code 4614 removed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There remains no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous report, the additional information was received: on (B)(6) 2025, increased mobility of the single leaflet device attachment (slda) was noted. On (B)(6) 2025, the tricuspid regurgitation (tr) was noted at grade 5+. Another clip procedure was performed as treatment without issues reported, reducing the tr to grade 4+. There were no complications reported.

Manufacturer narrative:
The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6). It was reported that on (B)(6) 2022, the patient presented for a cross-over from medical arm to device arm triclip procedure, with functional tricuspid regurgitation (tr) grade 5. Three triclips were successfully delivered and deployed, reducing the tr to grade 1. The patient was discharged home. On (B)(6) 2023, a follow-up echocardiogram was performed. A single leaflet device attachment (slda) was noted with one of the xt triclips. The exact lot number was not known, however, the account suspects tcds0303-xt, 20922r1013. Reportedly, the patient did not return symptomatic and reported an increase in energy, with a decrease in heart failure symptoms. On (B)(6) 2024, recurrent tr was noted. Per physician, the recurrent regurgitation was not serious and was unrelated to the device. No medical intervention was provided.

Manufacturer narrative:
H2 correction: h6 - health effect impact code 2199 removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All available information was investigated and a cause for the reported single leaflet device attachment (slda) and tricuspid valve insufficiency/regurgitation cannot be determined. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.